Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient was seen post implant, low r wave sensing and high capture threshold were observed on the rv lead. Lead dislodgement was confirmed by x-ray. The lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.